Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation the foreign material could not be identified. In addition, the root cause for remaining foreign material could not be established. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): IFU states that detection method in evis exera gif type xtq160 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera gif type xtq160 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. The device evaluation found; a foreign material found inside the biopsy channel; foreign material found on suction channel, distal end, and plastic distal end cover; charged coupled device cover lens, connecting tube, switch box unit, and universal cord were scratched; distal end on the plastic distal end cover had a snag/sharp edge; air/water nut and suction cylinder nut paint was peeling off; and specified angle and orientation achieved. The cleaning, disinfection, and sterilization (cds) was performed by the customer before the device was returned to olympus. The customer did not provide the specific steps taken during the cds process. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the evis exera gastrointestinal videoscope had glue residue in the channel and on the outside of the sock. The issue was found during a therapeutic glue fundus varices procedure. The procedure was successfully completed. There were no reports of patient harm.